Manufacturer narrative:
An event of device detaching from the delivery cable and embolizing in the left ventricle was reported. Information from the field indicated that the defect was measured using echo, CT fusion, and fluoro. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received the cause of the reported incident could not be conclusively determined but could be due to the tortuous nature of the defect and removal of delivery system

Event description:
It was reported that on 17 jan. 2024, a 10mm and 16mm amplatzer vascular plug ii was selected for implant the dimension of the defect measured -8mm x 6mm and was done by echo, CT fusion, and fluoro. During the procedure, the 10mm amplatzer vascular plug ii device became detached after the sheath was removed and embolized in the left ventricle. The physician tried to implant a 16mm amplatzer vascular plug ii but also embolized in the left ventricle. The devices were both snared nothing remained in the patient. The procedure was completed with another 16mm amplatzer vascular plug ii. There were no adverse patient effects and no clinically significant delay in the procedure.